Event description:
It was reported that prior to starting a da vinci-assisted incisional hernia tapp surgical procedure, the universal surgical manipulator (usm) 4 had been sticking and moving slowly. The issue was reported to technical support after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer stated that when the surgeon moved the arm, it also produced a grinding noise. The procedure was completed as planned. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there was no injury to the patient. Patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint and replaced the universal surgical manipulator. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient side cart fixture test platform where the unit failed brake release and brake hold on the yaw axis, replicating the reported event. As a result of this investigation, fa has concluded that the yaw motor module was found to be the probable root cause of the reported event.

Event description:
Refer to h11 for follow-up information.